Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one 20g x 1.16in insyte autoguard catheter assembly from an unknown lot number. The unit displayed no media indicative of signs of use. The catheter adapter was found missing the push tab. The reported issue was confirmed. Further microscopic inspection was performed on the return sample. Stress marks can be seen on the area where the push tab should be present. This type of defect may occur during manufacturing due to improper machine set up with placement of the needle cover. A slight misalignment of the part or tooling could cause the needle cover to be mis-oriented and be placed with pressure on the catheter. However, the needle cap was not provided to identify any physical damage or stress marks. Also, as the device had been opened and handled, it is possible that the defect occurred in the user environment. Although the failure stated in the reported issue was confirmed with the unit provided for investigation, bd could not establish a definite root cause. H3 other text : see h10

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter safety button was defective. The following information was provided by the initial reporter, translated from japanese: "according to the customer's verbatim report, the push off tab was found to be defective (missing/broken). The customer's verbatim report is that the push tab was defective (missing? Broken?) (The push tab may be interpreted as safety button)."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter safety button was defective. The following information was provided by the initial reporter, translated from japanese: "according to the customer's verbatim report, the push off tab was found to be defective (missing/broken). The customer's verbatim report is that the push tab was defective (missing? Broken?) (The push tab may be interpreted as safety button)."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.